Event description:
Clinic notes dated (B)(6) 2013, noted that the patient experienced 2 seizures the week prior. Clinic notes dated (B)(6) 2013, noted that the patient experienced one seizure in (B)(6) and two seizures at the end of(B)(6). It was noted that the patient does not feel the vns stimulation and that high impedance was observed. It was noted that x-rays were ordered. Clinic notes date (B)(6) 2013, note that the patient has reported an increased frequency of seizures. It was noted that high impedance was observed and that the battery was fine. The notes indicated that chest x-ray did not reveal any obvious break in the lead. There is no mention of whether or not the vns was programmed off after observing the high impedance. Surgery is likely; however, has not occurred to date.

Event description:
It was reported that during revision surgery the surgeon received high impedance twice. It was reported that the surgeon would change out the lead as he felt it was broken. The lead was replaced on (B)(6) 2013. The explant has not been received for analysis.

Event description:
It was reported that both generator and lead were replaced on (B)(6) 2013. It was reported that the explanting facility will not return explanted products for analysis. An implant card was received which confirmed both generator and lead were replaced on (B)(6) 2013. It was reported that the physician's notes did not indicate if any trauma or patient manipulation had occurred that could have caused or contributed to the high impedance.

Manufacturer narrative:
H.device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.